Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a thoracic endovascular aortic repair (tevar) interventional procedure via a large-bore artery (>8f) sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f sheath, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) no associated manufacturing nonconformities issued to the reported lot. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.